Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4, and the video baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and was able to duplicate the reported image issue. It was found that when the flexible tubing was manipulated near the camera, the image would show static lines or would disappear. It was also found that the camera lens cover was cracked and the camera pod was missing the plastic between the flexible tube and camera. The glidescope omm states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged". Since the customer received a replacement, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the flexible tubing was manipulated. No delay in the procedure, use of a back up device, or harm to the patient or user was reported.